Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the guide wire unraveled. They do not know if there was a delay in treatment. There was no pt death or complications reported.